Event description:
It was reported that the patient started rewarming about 2 hours 15 minutes ago on the arctic sun device. They have received 4 alarms and the past 30 minutes water had not been where expected. The patient temperature was 33c, water temperature was 33.9c, target temperature was 37c, rewarm rate 0.25c/hr duration 16 hours. There was good pad coverage with no exposed abdomen. The event log showed alert 113 (reduced water temperature control) x 3. The system diagnostics showed outlet monitor temperature (t1) was 33c, outlet control temperature (t2) was 34.1c, inlet temperature (t3) was 32.9c, chiller temperature (t4) was 14.1c, water flow rate was 2.8 l/m, inlet pressure was -7psi, circulation pump command was 70 percentage, mixing pump command was 0, heater showed 100, water reservoir level showed 5, system hours were 9952.2 and pump hours were 9527.8. Mis walked nurse through stop therapy, drain pads and drained 20 ounces of water from right drain port. Nurse restarted therapy and water temperature began rising immediately. Mis discussed rewarm rate and how device would try to warm patient at slow controlled rate, but to keep an eye on water temperatures. If device appeared to be struggling to rewarm or received alert 113 (reduced water temperature control) again.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started rewarming about 2 hours 15 minutes ago on the arctic sun device. They have received 4 alarms and the past 30 minutes water had not been where expected . The patient temperature was 33c, water temperature was 33.9c, target temperature was 37c, rewarm rate 0.25c/hr duration 16 hours. There was good pad coverage with no exposed abdomen. The event log showed alert 113 (reduced water temperature control) x 3. The system diagnostics showed outlet monitor temperature (t1) was 33c, outlet control temperature (t2) was 34.1c, inlet temperature (t3) was 32.9c, chiller temperature (t4) was 14.1c, water flow rate was 2.8 l/m, inlet pressure was -7psi, circulation pump command was 70 percentage, mixing pump command was 0, heater showed 100, water reservoir level showed 5, system hours were 9952.2 and pump hours were 9527.8. Mis walked nurse through stop therapy, drain pads and drained 20 ounces of water from right drain port. Nurse restarted therapy and water temperature began rising immediately. Mis discussed rewarm rate and how device would try to warm patient at slow controlled rate, but to keep an eye on water temperatures. If device appeared to be struggling to rewarm or received alert 113 (reduced water temperature control) again.